Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the pmw35 staple would not release. Another device was used to complete the case. There was no consequence to the pt.